Event description:
(B)(6) advia centaur cp (B)(6) results were obtained for a patient sample. The patient sample was tested on the advia centaur xp with the (B)(6) ii assay and the result was (B)(6). Repeat testing was performed on the advia centaur cp and the results were (B)(6) with two different lot numbers. The patient sample was also tested on an alternate method and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The patient sample has been requested for further testing and investigation. The instrument is performing within specifications. The IFU states in the limitations section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. It is recognized that the current methods for the detection of (B)(6) surface antigen may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with (B)(6). A (B)(6) test result in individuals with prior exposure to (B)(6) may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00095 on april 16, 2014. Siemens filed the MDR 1219913-2014-00095 supplemental report 1 on april 30, 2014. On 05/19/2014 additional information: the patient sample was sent for trugene hbv testing. The sample matched on a homology score to hbv genotype: (B)(6). The hbv in this sample had numerous mutations associated with it. The patient sample contains hbv mutations which the hbsag assay does not detect but the hbsag ii assay does detect. The IFU indicates that the hbsag assay will not detect all possible mutations. The IFU states in the limitations section: "it is recognized that the current methods for the detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with hepatitis b. A nonreactive test result in individuals with prior exposure to hepatitis b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00095 on april 16, 2014. On 04/25/2014 correction: initial reporter had the incorrect information. The correct initial reporter information is: (B)(6). Report source: distributor. On 04/30/2014 additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing and investigation. The sample was labelled (B)(6). The sample was tested on the advia centaur xp hbsag and advia centaur xp hbsag ii assays. The result with the advia centaur hbsag assay was (B)(6) with the advia centaur hbsag ii assay. These are the same results obtained by the customer. Results (index):(B)(6). Further testing is in process.